Event description:
The customer reported that during preparation for the procedure, it was noticed that the termination cover over the connection between the pad and cable was disengaged and the metal part was exposed. Another pad was used for the procedure. No pt injury occurred.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.